Manufacturer narrative:
Investigation is underway.

Event description:
As reported by an edwards lifsciences affiliate in spain regarding implant of a 29mm sapien 3 valve in aortic position by transfemoral approach. During procedure, when deploying the 29mm sapien 3 valve it was found that the balloon was leaking from the commander delivery system and, made deployment of the valve impossible. The 29mm sapien 3 valve and commander delivery system were retrieved from patient. The patient was transferred for surgical removal of the esheath. A new valve was implanted through the opposite leg.

Manufacturer narrative:
The device was not returned for evaluation and imagery was not provided for review. The reported events were unable to be confirmed due to no imagery or device provided. Due to no device being returned, engineering was unable to perform any visual, functional, or dimensional testing to rule out the presence of a manufacturing non-conformance. However, a review of the DHR and lot history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint. A review of the IFU and training manuals revealed no deficiencies.as per event description, during procedure, when deploying the 29mm sapien 3 valve it was found that the balloon was leaking and, made deployment of the valve impossible. Balloon leak may result from damage to the balloon material sustained through a combination of patient and/or procedural factors. The structural integrity of the balloon may be compromised via improper device preparation (crimping) or improper valve alignment techniques (excessive manipulation within tortuous anatomy). It may also be possible for the balloon to become damaged during delivery system advancement through sheath/vasculature via unfavored interactions between the balloon and the crimped thv (typically promoted by calcified, tortuous, and/or vessel-restricted anatomy via non-coaxial advancement angles). In this case, due to limited information provided, a definitive root cause was unable to be determined .as per event description, the patient was transferred for surgical removal of the entire system (valve, commander delivery system and esheath). Factors that may contribute to difficulties withdrawing the delivery system/crimped thv through vasculature/sheath include, but are not limited to, non-coaxial withdrawal angles (promoted by tortuous and/or calcified anatomy), residual balloon fluid, thv not centered on the flex tip, altered balloon profile, or withdrawal of partially deployed thv. In this case, due to insufficient information being provided, a definitive root cause was unable to be determined. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.